Manufacturer narrative:
As there is no hospital or system information available yet, a 510k for a biplane system, which is listed in the medwatch form, has been chosen.

Event description:
It has been reported to philips that during a patent ductus arteriosus (pda) closure, the lateral plane imaging was lost during the positioning and deployment of the occlusion device. The patient was critically ill. Snaring was required to recapture the migrated device. It was reported that fluoroscopy was unreliable in the re-positioning of the occlusion device. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philps has investigated this complaint. Since the reporter chose to be anonymous when reported this issue to medwatch, it was not possible to retrieve any additional information regarding the device or event. Since it was not possible to identify the involved device, philips has no further information on the issue or its resolution. The codes were updated based on the investigation outcome. Health impact code, evaluation method code was corrected.